Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that a half of the ptfe pad was missing. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Since the physician activated output while grasping the partially separated ptfe pad, a half of ptfe pad was cut. The contact mark occurred due to activating output with grasping a thick and hard tissue and twisting, but it was not identified when the marks occurred. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was reported that during a laparoscopic sigma resection the ptfe pad was deformed. The fragment of ptfe pad was retrieved from the pt. The physician replaced the subject device with a different unit of same model. The procedure was completed. There was no pt harm reported.